Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the gear pump head and performed system checks and precision testing. The investigation confirmed the precision testing was acceptable. The investigation found high qc results. The investigation reviewed the system's alarm trace and found one sample clot alarm on (B)(6) 2021. The investigation confirmed no alarms occurred on (B)(6) 2021. A sample quality issue could be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable high crep2 creatinine plus ver.2 results for 14 patients tested on a cobas 8000 c 702 module. The initial creatinine results were reported outside the laboratory for 5 patients. For the other patients, the initial results were not reported outside the laboratory. For patient 1 and patient 2, it was requested but not provided if the same analyzer was used for repeat testing. For all of the other patients, a different analyzer was used for repeat testing. Below are five examples of questionable creatinine results provided by the customer: on (B)(6) 2021, patient 1's initial creatinine result was 547 umol/l. This creatinine result was reported outside the laboratory. Patient 1's repeat creatinine result was 72 umol/l. On (B)(6) 2021, patient 2 had an initial creatinine result of 407 umol/l. This result was not reported outside the laboratory. Patient 2's repeat creatinine result was 62 umol/l. On (B)(6) 2021, patient 3 had an initial creatinine result of 103 umol/l. This result was reported outside the laboratory. Patient 3's repeat creatinine result was 54 umol/l. On (B)(6) 2021, patient 4 had an initial creatinine result of 81 umol/l. This result was reported outside the laboratory. Patient 4's repeat creatinine result was 60 umol/l. On (B)(6) 2021, patient 5 had an initial creatinine result of 80 umol/l. This result was reported outside the laboratory. Patient 5's repeat creatinine result was 60 umol/l. The creatinine reagent lot number and expiration date were requested but not provided.